Manufacturer narrative:
The navio handpiece intended for treatment was returned for evaluation. The reported problem was not confirmed visually. A functional evaluation was performed. The evaluation followed the handpiece performance verification and failed. The reported problem was confirmed. The drill guide is bent and the gauge pins would not pass thru the drill guide. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is improper handling of the handpiece. Care and caution should be exercised during the surgical site setup and tear down to protect the handpiece from an unforeseen force, such as falling onto a hard surface or damage during transport. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. No further containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4).

Event description:
It was reported that when calibrating the handpiece before a navio tka procedure, the long attachment kept getting stuck. They swapped out for a different handpiece and were able to proceed with a delay of fewer than 30 minutes. No patient was involved at the moment. No other complications were reported. The investigation found a bent drill guide.